Event description:
Caller states the pt tested >8.0 inr on coaguchek test system 1 and 1.6 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system 1: meter, strip lot 367a-b12, exp 01/31/2008, cat/3116247. Coaguchek test system 2: meter, strip lot 417a-g14, exp 03/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device in system 2 is coaguchek test strip.